Manufacturer narrative:
This customer reported four (4) elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii. Customer reported the "machine has resulted high levels that are not accurate." Technical services (ts) requested clarification if the elevated results were for quality control (qc) samples or patient samples. The customer requested the analyzer be returned for evaluation and repair. Ts attempted to contact the customer for additional information on april 9, 2026. On (B)(6), 2026 the customer recalled that several patient blood test results around 20 ug/dl. The corresponding confirmatory test results were all reported to be less than 3.3 ug/dl. Ts asked if qc results were within range. Customer reported that controls were not run on the new test kit as "test failed" errors occurred. The customer could not initially provide associated the test kit lot number. On (B)(6), 2026 the customer reported that the specific patient blood lead test results were not recorded but reported the result was "in the 20s" with corresponding confirmatory test result reported as less than 3.3 ug/dl. The customer reported level 1 and level 2 controls were out of range (high): level 1 = 38.4 ug/dl (target range = 7.4-13.4 ug/dl) and level 2 = 37.6 ug/dl (target range = 24.2-32.2 ug/dl). Ts advised customer to perform a hard reset of the leadcare ii analyzer and rerun control testing. The customer successfully ran qc tests with no error messages. The customer reported that qc results were within range: level 1 = 10.4 ug/dl (target range = 7.4-13.4 ug/dl) and level 2 = 28.4 ug/dl (target range = 24.2-32.2 ug/dl). During troubleshooting ts asked customer to describe method for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not air-drying hands after washing · contact with the skin when wiping away the first drop of blood · not removing excess blood from the outside of the capillary tube · not inverting the treatment reagent tube 8-10x. Customer reported using capillary tubes provided in the test kit and not using third party micro-collection devices. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and supplied the cdc capillary collection video. On april 22, 2026 the customer stated they have since run a few blood lead tests and reported no new elevated results. Customer requested a follow up during the week of april 27, 2026. Ts attempted to contact the customer on april 30, 2026 and may 7, 2026. No response has been received by the customer to date.